Event description:
The device was used during an unspecified microscopic surgical procedure. The needle tip broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.